Event description:
The customer reported getting a pacer equipment malfunction while using the paddle and cable setting.

Manufacturer narrative:
The customer localized the issue to a failed paddle set. Replacing the paddle set resolved the reported issue. Based on the customer's report, we are considering this a malfunction of the paddle set.